Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report.

Event description:
This report is filed as the clip (cds0601-ntr/70309u189) detached from one leaflet while remaining attached to another leaflet, and for worsening heart failure. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for mitral regurgitation (mr) grade 4. One mitraclip (cds0601-ntr 70309u189) was implanted without any issues, reducing the mr to grade 1-2. Echocardiogram on (B)(6) 2018 showed a single leaf device attachment (slda) was noted on the anterior leaflet and the mr increased to grade 3. In (B)(6) of 2018, the patient had symptomatic, worsening heart failure and medications were provided. On (B)(6) 2019, a second clip (cds0601-ntr/90417u150) was implanted to treat the slda. Reportedly, while crossing into the left ventricle, there was slight interaction of this second clip with the previously implanted clip. There was no damage due to this interaction. The mr was reduced from grade 3 to mild. Within a couple minutes post deployment, the anterior leaflet detached from the clip and an slda occurred with this second clip, cds0601-ntr 90417u150. The mr increased back to grade 3. No treatment was provided. No additional information was provided regarding this issue.

Event description:
Subsequent to the initial medwatch report, the additional, corrected information was obtained: on (B)(6) 2018, one mitraclip (cds0501/70309u189) was implanted, not a cds0601-ntr/ 70309u189 previously reported.

Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Corrections: catalog#. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incident reported from this lot. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported slda could not be determined. The patient effect of worsening of mr appears to be due to reported single leaflet device attachment (slda) and reported heart failure appears to be due to worsening mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.